Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2011. The surgeon opened up the hip capsule. Removed heterotopic ossifications and then dislocated the hip. Used a tamp to remove the old size 28 +0 head. Reamed the acetabulum and inserted stryker cup. There weren't compatible stryker trial liners available, so the surgeon requested an exactech 28 +0 head be opened along with stryker acetabular liner. When the hip was reduced, it was determined that a 28 +7 head would be a better fit, so the 28 +0 was removed and replaced with a 28 +7. The hip was reduced and deemed appropriate. No unusual wear was noted on removed components. Patient was stable at outcome of surgery. Patient was stable leaving the operating room.

Manufacturer narrative:
The reported event was not confirmed due to the devices were not returned to the manufacturer. A representative that was present as the event stated there was no unusual wear noted on the removed components. There were no design or manufacturing allegations. No other findings available.